Event description:
It was reported that during follow up, a decrease in sensing was observed with no capture. High threshold was also noted. On review of x-ray it appears that the lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.